Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Neither the device nor images were returned. The medical records allege that a venacavogram identified a tilted filter epithelized outside the ivc. Allegedly the filter could not be retrieved. CT imaging allegedly demonstrated several struts beyond the confines of the vena cava lumen and a detached filter limb attached to the medial aspect of the ivc wall. An open surgical procedure was allegedly performed to remove the filter and detached limb. Based on the medical records, filter tilt, perforation of the ivc, limb detachment, and an unsuccessful retrieval attempt can be confirmed. It is possible the filter could not be removed percutaneously because the filter was tilted. It is unknown if the attempted retrieval of the filter caused the limbs to perforate the ivc and limb to detach. Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: perforation or other acute or chronic damage of the ivc wall. Filter malposition. Filter tilt. Difficult to remove. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Patient has history of hip replacement with dvt, the patient presented to the emergency department with complaint of lightheadness and chest tightness with intermittent diaphoresis. Chest CT was performed and demonstrated bilateral pulmonary artery emboli. Vascular surgery evaluated the patient and felt the patient would benefit from an inferior vena cava filter placement. Vena cava filter was successfully deployed inferior to the renal veins. No complications were observed. Approximately five months post filter deployment, an inferior venacavogram was performed prior to a scheduled filter retrieval procedure. The inferior venacavogram identified a tilted filter epithelized outside the ivc. Despite multiple attempts made during the filter retrieval procedure, the filter remains implanted. Approximately two weeks following the CT scan, an additional CT scan of the abdomen was performed and demonstrated several filter limbs perforating the ivc wall. Approximately two years post vena cava filter deployment, the patient complained of abdominal pain and a CT scan was performed, the filter position was unchanged from the previous scans performed. Approximately two years and two moths post filter deployment, a consultation took place regarding the filter that remained implanted. Patient requested elective surgery to have the filter extracted. A CT scan performed as part of the consultation and a detached filter limb was identified attached to the medial aspect of the ivc wall. Approximately two years five months post filter deployment, a scheduled filter retrieval procedure took place. An open surgical removal of the filter was performed. Several filter limbs were identified to have perforated the ivc wall into the right retroperitoneal tissue and into the groove between the ivc and aorta. One filter hook was partially embedded in the aorta. The filter was removed in the ivc successfully. Reconstruction of the ivc was performed using a four fine pericardial patch. The patient was hemodynamically stable at the conclusion of the surgery. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully after CT demonstrated bilateral pulmonary emboli. Approximately five months post filter deployment, guided fluoroscopy demonstrated a tilted filter. Despite multiple attempts to retrieve the filter, the filter remains implanted. A follow up CT scan identified several filter limbs perforating the ivc wall. A subsequent follow-up CT scan identified a detached limb embedded in the ivc wall. An open surgical procedure was performed to remove the filter and detached limb from the ivc without incident. The ivc was reconstructed with a bovine pericardial patch. Patient was reported to be hemodynamically stable at the conclusion of the procedure.